Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm, measuring over 50 mm in diameter. Bare metal stents were implanted and ballooned bilaterally in the common iliacs of the patient prior to stent graft procedure. It was reported that during the index procedure, the endurant iis bifurcate was inserted through the right common iliac artery and reached the targeted area distal to the lowest renal artery. The bifurcate was deployed and, prior to removal of the delivery system, the endurant iis contralateral limb was implanted through the left common iliac artery. While the bifurcate delivery system was being removed, the tapered tip became caught on the proximal edge of the bare metal stent. The physicians elected to perform an open surgical conversion and removed the bare metal stent and delivery system from the right common iliac artery. An ipsilateral extension was then implanted in the right external iliac artery. It was then discovered that the bifurcate had moved distally and a slight proximal type I endoleak was present. An endurant iis aortic cuff was advanced to resolve the proximal type I endoleak however the aortic cuff would not pass easily through the right common iliac artery. The un-deployed stent graft delivery system was removed from the patient. The physicians elected to complete the procedure. Per the physicians, the cause of the removal difficulty was due to a tortuous angle in the right common iliac. Per the physicians, the cause of the inaccurate delivery and subsequent proximal type I endoleak was due to excessive manipulation of the endurant bifurcate during the procedure. No additional sequelae were reported and the patient is being monitored by the physicians.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.